Event description:
Customer reported that erroneous electrolyte results were generated by the unicel dxc 800 synchron system. The quality controls were within specification prior to the event. The results were not reported out of the lab. The attending health professional queried the validity of the results. The system was recalibrated. The samples were retested on a back-up system and the initial system and yielded results within expectations. There ate no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. No cultures were performed or provided. The fse decontaminated the system and replaced the flow cell electrodes, sample syringe, sample prove and tubing. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn this reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.